Event description:
The user facility reported that a 29-year-old male patient implanted with the impella 5.5 for mechanical circulatory support experienced positioning issues. The clinicians reported that they were unable to advance the repositioning unit along the catheter. They stated that pressing the catheter anchor button failed to release the anchor, even though it functioned normally at the beginning of support. There was no reported harm to the patient.

Manufacturer narrative:
The investigation into the reported pump positioning issues was completed. The device was not returned for evaluation. Based on the available information, the root cause of the reported event was not determined. This report is being filed as part of a retrospective review of historical records. The failure modes will be monitored and trended.